Event description:
Pt had a 50 cm right basilic vein peripherally inserted central venous catheter placed in 2000 for home IV antibiotic therapy. Pt came to hosp for routine visit on 6/8/2000 at which time a chest x-ray was done. Chest x-ray revealed a free fragment of pic catheter in the pt's left lobe pulmonary artery. Pt required removal of PICC fragment in interventional radiology. Fragment retrieved was 9 cm in length. Right basilic vein PICC was also removed. It measured 50 cm in length.